Event description:
A report was received that the patient was experiencing discomfort due to lead migration and was confirmed in x-ray. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well postoperatively.